Event description:
The customer reported the left monitor is flashing. No pt injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and adjusted the power supply. System operates as intended. (B) (4).